Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent a first time recurrent right flank open hernia repair using a bard/davol ventralight st mesh, fixated using a sorbafix fixation device and sutures. The fascia was completely closed by running stitches and full skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2016 - during a physical exam, the subject patient was diagnosed with right lumbar hernia. Patient was given time to lose weight. (B)(6) 2017 - CT scan performed hernia (10 cm width). (B)(6) 2017 - subject patient underwent hybrid surgery (open and robotic) wherein a non bard/davol onlay mesh was placed and the recurrent right ventral incisional hernia (15 x 15 cm) was repaired. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 3.5 years post-implant of the ventralight st mesh, the patient was diagnosed with hernia recurrence and underwent surgical repair. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and to the procedure, however, based on the information provided, no conclusion can be made. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.